Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device occurred on (B)(6) 2016. Patient was walked through the un-pairing of the bluetooth devices from the smart device. After troubleshooting steps, the patient was able to get the g5 application to show readings after other devices were unpaired. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/06/2016. The reported event of intermittent out of range was confirmed. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause could not be determined.